Manufacturer narrative:
A good oral hygiene is recommended for a successful and long-lasting osseointegration. An evaluation of the implant has shown no indications of a product defect or unknown risks. Device not manufactured by reporting manufacturer (ace).

Event description:
Poor oral hygiene, pain and mobility were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was not performed at the time of surgery.